Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "left side deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a linear opening on posterior, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified an opening crease smooth on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on posterior assessed as a fold flaw opening.

Event description:
Healthcare professional reported "left side deflation". Device has been explanted.